Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited failure to sense p-waves. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that upon reviewing the transmission on 8 may 2020, the device exhibited some p-waves on the electrocardiogram and sometimes no p-waves after the qrs. There were also consistent pr intervals throughout the episode. This rhythm was sinus rhythm with occasional premature ventricular contractions (pvcs). The patient was stable and will continue to be monitored.